Event description:
Customer reported that he plugged the sonicare flexcare powered toothbrush in at home on (B) (6) 2008 to charge it. He used it only one time on (B) (6) 2008 for 2 minutes. Incident occurred after stepping in the shower after brushing for 2 minutes. Customer claims flexcare caused his pacemaker to pulse abnormally for 3 to 4 minutes at high mode. Customer also reported that he did not read the dpu (directions for use) prior to use, which states on page 5, "medical warnings": address questions concerning usage with a pacemaker or other implanted device to your physician or the implanted device MFR. Consult your physician prior to use the sonicare if you have medical concerns.

Manufacturer narrative:
Evaluation of the device and the event occurrence are underway.